Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, complete heart block (chb) occurred, and a stroke code was called. The following day, the patient's computed tomography (CT) scan and magnetic resonance imaging (MRI) confirmed no stroke occurred, and their neurological symptoms had resolved. A permanent pacemaker was implanted to treat the chb, and the patient was subsequently discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.